Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that after the first attempt, the cavity initial assessement was failed. The physician noted that the cervix was not patulous and that it had some difficulty getting the array to fully deploy. The physician added a second tenaculum and repositioned the cervical collar and attempted again which also failed. The physician made a second repeat hysteroscopy and tried a second device. During this the physician discovered a small perforation which they believe may have ocurred during the initial seating attempt. Procedure was aborted after discovering the perforation. No other information available.